Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that image distortion occurred, and the image would intermittently go completely black or display color bars during a therapeutic urology procedure on an olympus video system center. The procedure was completed using the same device. There were no reports of patient injury.